Event description:
Patient reported performing back-to-back tests, using the suspect device, with results of 250 mg/dl, 150 mg/dl, 120 mg/dl, and 48 mg/dl (all without 5 minutes). Patient reportedly self-treated, based on the valve of 48 mg/dl, by eating a granola bar. No patient injury was reportedly. Technical support requested the return of the suspect product and replacement product was shipped.